Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of ¿power on reset¿ on (B)(6) 2013. On examination, there was evidence of moisture inside the battery compartment. During investigation, power loss was not observed. The pump was exercised for 24 hours without any issues. A leak test revealed a leak at the display lens. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was blank at random. The reporter stated that the patient had a bg of 200 mg/dl with no symptoms, which does not meet animas's criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.